Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged e-4 was missing on the infusion device. The reporter stated the infusion device was in "stop" mode and the device did not vibrate during the event. The patient had hyperglycemia. No adverse event reported. Return of the suspect device was requested for evaluation.